Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the resectoscope metal sheath exhibited a broken beak. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8. Additional information added to field b5, e1, g2 (company representative should be removed from the initial medwatch), h4 and h6. H4: based on the 3-digit lot number provided, the manufacturing date of the device was in the month of july 2022 but a specific date could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the suggested event was likely due to user mishandling. However, a definitive root cause could not be specified. The event can be detected or prevented by following the instructions for use which state: the device IFU (instructions for use, rev 99-1033_fk) states, "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories... Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." (Warnings#1, page 4); " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Warnings#3, page 4). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the non-cf resectoscope metal sheath exhibited a broken beak. The issue was found during preparation for use. There were no reports of patient harm.